Event description:
It was reported that the motor drive unit became hot. Since the allegation was noticed before surgery, the patient was not involved. There was not any injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was no relationship found between the returned device and the reported incident. The complaint of overheating could not be reproduced. A functional evaluation was performed and the mdu failed with a hand piece sensor fault. Motor passed high speed testing using footswitch. Overheating did not occur during testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.